Event description:
Uncomplicated cataract removal and intraocular lens implant. On post-operative visit md identified what appeared to be a reflective piece of metal approximately 1 mm in diameter lodged into iris tissue.